Manufacturer narrative:
Please refer to the document file-2019-03358_esprit d_china_listsn.pdf for device serial numbers affected by this event. Please refer to the attached analysis report. - attachment: [file-2019-03358_esprit d_china_listsn.pdf, 20191216 - file-2019-03358 - analysis_and_closure_report_resp-2019-01774.pdf].

Event description:
Reportedly, during an incoming inspection, several device labels were found unclearly printed but the bar code could be scanned. Preliminary analysis confirmed the reported issue and revealed that the labels were printed with a defective printer.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during an incoming inspection, several device labels were found unclearly printed but the bar code could be scanned. Preliminary analysis confirmed the reported issue and revealed that the labels were printed with a defective printer.